Event description:
It was reported that patient underwent reverse total shoulder arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2011 due to fracture of the humeral tray. The humeral tray was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."(B)(4). In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.